Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation because it is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed. (B) (6).

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent set was used in a stenting procedure on a patient (B) (6) (age, gender, and weight unknown). According to the complainant, the stent migrated in the patient after the patient "acted violently" when the physician attempted to remove the stent. The patient was reported to have "mental deterioration." The procedure was not completed and further intervention for retrieval of the stent has been scheduled at (B) (6) 2010. No additional information is available at this time.